Event description:
It was reported that the¿subject device white insulation in the jaws was flossed.¿the issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated: d4 - lot #, d8, corrected: d2a, d4 - serial # the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the white insulation in the jaws was flossed due to the teflon insulator showing incipient wear. ¿ olympus will continue to monitor field performance for this device.